Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of hydrosalpinx ("the patient suffers from right hydrosalpinx") in a 52 year-old female patient who had essure inserted. The patient had a medical history of tonsillectomy, appendectomy and caesarean section. As concurrent condition the report mentioned gastroesophageal reflux. Essure was removed on (B)(6)2023. On an unknown date, the patient had essure inserted. On an unknown date she experienced hydrosalpinx (seriousness criterion intervention required). The patient was treated with surgery (essure removal by bilateral salpingectomy). No causality assessment was received for essure with regard to hydrosalpinx. The reporter commented: essure was removed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.703 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a healthcare professional and describes the occurrence of hydrosalpinx ("the patient suffers from right hydrosalpinx") in a 52 year-old female patient who had essure inserted. The patient had a medical history of tonsillectomy, appendectomy and caesarean section. As concurrent condition the report mentioned gastroesophageal reflux. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On an unknown date she experienced hydrosalpinx (seriousness criterion intervention required). The patient was treated with surgery (essure removal by bilateral salpingectomy). No causality assessment was received for essure with regard to hydrosalpinx. The reporter commented: essure was removed at patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.703 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.